Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21oct2019. The manufacturer¿s field service engineer (fse) confirmed the reported the device toppled over during preparation, for it could have been in great shock. However, the fse could not confirm if it was not the cart that made it fall issue. The manufacturer¿s field service engineer (fse) checked the device, overall checked a run test, and determined no anomaly was present in the device.

Event description:
The customer reported the device toppled over during preparation, for it may be in great shock. The device fell over during set up, but it is unknown if it was not the cart that made it fall. There was no patient involvement.